Event description:
Initial report indicated that the cannula disconnected from the hub. Upon receipt of the sample the catheter was found to have separated from the adapter. Additional information regarding the event was not available from the facility.